Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that customer had low blood glucose of 2.1 mmol/l, which was treated with food. Customer's father believes basal needed to be adjusted which is why he was attempting to upload carelink. Customer was unsuccessful in uploading carelink. No further information provided